Manufacturer narrative:
Exemption number e2016018. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). It should be noted that because the initial report was submitted under exemption number e2016018, this follow-up report will also be reported under the exemption number. This follow-up report is being filed to correct the branding and product code sections d1 and d2, as well as to update the result and method codes in section h6 to reflect the design change referenced below. The product design is being updated to increase the force required to open the catheter connector under change control: hc-chc-m-div-1306. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report(B)(4). We received one used perifix connector connected with a perifix one catheter. The catheter connector was fixed with an adhesive strip by the customer. The defect is due to a development error and already known. Therefore this complaint is consider as confirmed. The sample was visually checked. No damages or other deviations we could detect at the received sample. Furthermore the connection between catheter and catheter connector was taken to a tensile strength test according to the test plan (test method 110049 and test specification - perifix / perifix one catheter). Nominal: min. 5.5 n. Actual: 9.14 n. The tensile strength is within the specification. The complaint is filed for statistical purpose. Urgent field safety notice: perifix catheter connector. Reason for the voluntary customer information (field safety notice): the perifix catheter connector is a connection device used by clinicians to provide various anesthetic and fluid administration devices with a single, common access point to a catheter for delivery of anesthetics. The connector is used in conjunction with the catheter for continuous administration of anesthetic fluids. In the course of our regular post market surveillance activities we have found that the perifix catheter connector may not remain closed during use. In some cases this has led to leakage or disconnection of the catheter from the perifix catheter connector. While no serious injuries to patients, users, or third parties have been reported to date, there is a possibility of contamination of the catheter or delay of anaesthesia of different severity.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in taiwan: connector loose